Event description:
Ous MDR - after an implantation time of about 43 months, an unexpected battery depletion was reported. No deterioration of the patient's health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.